Event description:
A customer reported to baxter corporate product surveillance a clearlink y-type blood set in which the tubing from the saline line separated from the y- junction. It is unknown when the alleged defect occurred. There was no report of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the tubing was separated from the filter chamber. Therefore, the reported condition was confirmed. A batch review could not be performed as the lot number is unknown. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4).